Event description:
It was reported that an infection occurred. There was irritation, redness and clear fluid at the incision site. It was closed for 2.5 weeks and then it "burst and clear fluid came out of the wound." The implantable loop recorder system remains in service. The patient was given cutaneous antibiotic. The patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. This event occurred outside of the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: lead model not specified implant date unknown. (B)(4).